Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/24/2009, 04/27/2009, 04/28/2009, and 05/05/2009. Medical records were received on 04/17/2009 and 04/28/2009.

Event description:
A surgical coordinator reported that an intraocular lens (iol) had rotated off axis following iol implant surgery. The surgical coordinator reported that the pt had an iol rotation procedure performed. In a f/u, the surgical coordinator reported the pt noted a dramatic improvement in vision following the rotation procedure.